Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of suspected pump thrombosis could not be confirmed through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event of elevated lactate dehydrogenase (ldh) levels could not be conclusively established through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until undergoing a pump exchange on (B)(6) 2022 (captured under MFR # 2916596-2022-14982). The heartmate ii lvas instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate ii lvas, including pump thrombosis and hemolysis. The IFU also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii lvas. Additionally, section 6, ¿patient care and management¿, discusses anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report #2916596-2017-00604. This report is being submitted as additional information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2017 for subclinical pump thrombosis with an increased lactate dehydrogenase within the 3400 units/l range. The patient was started on persantine and the thrombus resolved.